Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. The customer stated the sensor glucose reading would be between 50 to 100 points off from their blood glucose readings. The customer also stated the threshold suspend feature would be incorrectly triggered due to the inaccurate readings. Troubleshooting did not occur at the time of the call. The customer's blood glucose was unknown at the time of the call. Customer declined to return the product for analysis.